Event description:
It was reported that the patient was admitted to the hospital for syncope and there was complete non capture in the right ventricular lead. A 15 second pause in pacing was noted on telemetry in the early morning. The lead and the device are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.